Manufacturer narrative:
Additional information: (results and conclusions) - without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00213 through 3012447612-2019-00217.

Event description:
It was reported that a revision surgery was performed to remove a pedicle screw construct after the patient was in a car accident and complained of back and/or leg pain. There were no reports of device failure or malfunction, and it cannot be determined if the devices were associated with the pain. This is report five of five for this event.

Manufacturer narrative:
Common device name: sequoia pedicle screw system including speedlink ii transverse connector system or pathfinder nxt minimally invasive pedicle screw system. 510(k) number: k131980 or k132884. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00213 thru 3012447612-2019-00216.

Event description:
It was reported that a revision surgery was performed to remove a pedicle screw construct after the patient was in a car accident and complained of back and/or leg pain. There were no reports of device failure or malfunction, and it cannot be determined if the devices were associated with the pain. This is report five of five for this event.